Event description:
The customer reported that when the clinical user selected the multiprint function of the philips telemonitoring system's clinical user interface report module to print daily information, other patient data from a site not selected was printed.

Manufacturer narrative:
The customer reported this complaint to philips and it is under investigation.